Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the unit gave a wrong reading during a scan. No patient harm. The unit was swapped out for a working unit.

Manufacturer narrative:
Date of initial report: 2017-05-01, date of follow-up report: 2017-07-28. The console was returned and evaluated. The reported condition that false positive detection occurred was not confirmed or duplicated. The investigation did not identify anything that would have caused or contributed to the reported event. The device was found to function normally and within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.